Manufacturer narrative:
Findings: unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement with in specifications. However, power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector. Low battery alarm was noted on long history file due internal battery connector. Pump was monitored and functioned properly. Unit received with missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, cracked case at tube side, fading serial number label and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "low battery" even after replacing the batteries with new ones. The customer's blood glucose level was unknown at the time of the incident. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.